Event description:
It was reported that approximately 5 hours after insertion of the iab, blood began leaking from the insertion site. Because of this, the iab was removed. There were no reported pt complications.